Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the top row of command buttons were not responding to pressure. To address the issue the stm replaced the touch pad and keypad overlay. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not zero pressure. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.